Event description:
I had a right total hip replacement on (B)(6) 2004. I received the depuy total hip pinnacle acetabular cup, sz mm 48. Prior to surgery, I had arthritis pain and was advised to have total hip implant. After surgery, I had pain but doctor said it was fine. After seeing a revision specialist in 2012, I had a hip revision done. My allergy test came back that I was allergic to the metals, cobalt and chromium. My cobalt level was high. The pain is better since my revision surgery but has not gone away completely. Reason for use: degenerative arthritis right hip. Physical therapy dates: (B)(6) to (B)(6) 2004.